Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, low impedance and negative injury was noted on the right ventricular lead. The lead was not used and another was implanted. The new lead showed perfect measurements. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.6 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(6).